Manufacturer narrative:
See related regulatory report no. 3004209178-2017-05389 and 3004209178-2017-05390. Patient has two systems implanted and in use. It is now known that the serial number of the complaint device is (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative (rep) regarding the patient. It was reported that an electrode impedance test was ran and all came back under 1k. It was noted that the reason for the x-ray was because the patient had fallen about 6 months ago, and the doctor wanted to ensure the leads had not migrated. The rep stated that the serial number of the device involved was (B)(4). No symptoms were reported. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported their therapy impedance was low. A longevity calculation was requested for the patient's two ins devices. For one of the ins devices, the patient was using group b programs 1 and 2, 24 hours a day 7 days a week. The settings for program 1 were 1.9v/240pw/40hz and the settings for program 2 were 2.95v/330pw/40hz. The longevity calculation yielded 38 months from implant date and an ins battery voltage of 2.905v. For the other ins, two programs were assessed. The first program had settings of 3.4v/450pw/40hz and the patient was utilizing 2 anodes and 2 cathodes. The therapy impedance for the first program was 199 ohms, which was noted to be low. The second program had settings of 0.7v/450pw/40hz and had a therapy impedance of 306 ohms. The rep was going to check the electrode impedances on the program with the low therapy impedance and try to determine the serial number for that ins. It was also noted the patient was getting a x-ray but the reason for the x-ray was not provided. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.